Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced the monitor assembly. A siemens headquarters support center specialist reviewed the event data and determined that the monitor assembly failure was an isolated incident. The instrument is performing according to specifications. No further evaluation of this instrument is required

Event description:
Smoke was emitted from the monitor of an immulite 2000 instrument while the operator was in process of performing weekly maintenance. The operator powered off the instrument. There were no reports of injury to staff or adverse health consequence due to the smoke being emitted from the monitor.